Event description:
It was reported that the impedance for the high-voltage lead was high, out of range. Programming changes were discussed but not made at this time. No patient's symptoms were reported.